Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent pocket revision due to ipg migration. X-ray confirmed migration. The patient was reportedly doing well following the procedure.